Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use there were 16 occurrences of foreign matter and 67 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x9. Dirty shield x2. Black spot in tube x1. Dirty tube x4. Air bubbles in gel x67.

Event description:
It was reported that prior to use there were (B)(4) occurrences of foreign matter and (B)(4) occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x9 dirty shield x2 black spot in tube x1 dirty tube x4 air bubbles in gel x67.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in gel, dirty shield, black spot in tube, dirty tube and air bubbles in gel with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10